Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the device was advanced through the working channel of the scope and to the papilla, the tip was bent. Therefore, it was not possible to cannulate. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event.